Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was in the bathtub at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.